Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise, oversensing and provided inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.